Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that tsm module did not boot up at system startup. Upon inspection, fse found that the proscribe to tsm replacement kit patient table and tsm swing arm had failed. The fse replaced the proscribe to tsm replacement kit patient table and tsm swing arm. After replacement of parts, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the xper module does not boot up at system startup. The device was not clinical use.